Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058:user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 152, 336, 142, 294 and 261mg/dl. The customer¿s expected fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 81mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: result 1: 152mg/dl, date: (B)(6) 2021, time: 3:39pm, fasting. Result 2: 336mg/dl, date: (B)(6) 2021, time: 2:58am, non-fasting. Result 3: 142mg/dl, date: (B)(6) 2021, time: 2:59pm, non-fasting. Result 4: 294mg/dl, date: (B)(6) 2021, time: 3:24pm, unknown. Result 5: 261mg/dl, date: (B)(6) 2021, time: 9:03pm, unknown.